Manufacturer narrative:
Device was used for treatment, not diagnosis. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The visual inspection of the returned device performed as part of the manufacturing investigation reported the material received was not in original packaging and had signs of usage without damages. Review of the manufacturing work order showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation shows that the pn#03.010.407 is manufactured according to the specification. The measurement tests are listed in the part description subform. The part number (pn#) 03.010.407 is manufactured according to the drawing (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when inserting the trocars through the aiming arms (holes 240mm) the trocars are toggling a little bit. The surgeon drilled besidesthe nail, and had to redrill to get the screw in its place. The problem occured while drilling through the trocars, the (pfna) nail is missed and therefore the screw missed to fixate the nail. The connection between nail and insertion handle are firmly made and the insertion handle is alright. Surgery was prolonged 10mins to get the screw in the nail. This report is 2 of 3 for (B)(4).